Manufacturer narrative:
Investigation summary: this statement summarizes the investigation results regarding the complaint that alleges a cartridge from kit rapid detection of sars-cov-2 veritor ce (material # 256089), batch number 1128536, only showed one c line on the cartridge, but the analyzer showed ag positive, however, the pcr result was negative. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided and no issue was found. The complaint was unable to be confirmed via the retain samples. A photo was provided. The complaint was not confirmed via the photo. The root cause could not be identified. A trend analysis for false positive results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h10.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: "nurse complaint that the cartridge only showed one c line on the cartridge, but the analyzer showed ag positive. Pcr result is negative".

Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr and the result was negative. There was no indication that results were reported out and there was no report of patient impact. (B)(4). The following information was provided by the initial reporter: "nurse complaint that the cartridge only showed one c line on the cartridge, but the analyzer showed ag positive. Pcr result is negative".